Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18.

Manufacturer narrative:
In the initial emdr, the suspect medical device lot number was unknown. The lot number, 37827li00, was later provided by the customer on (B)(6), 2014.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a review of the device history records and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed using lot 37827li00 and showed normal performance, without false reactive results, which determined the reagent is performing acceptably. The device history review did not reveal any issues related to the customer's observation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the prism (B)(6) reagent list number 06a52, lot 37827li00, was not identified.

Event description:
The customer observed (B)(6) results for multiple patients while using the prism hcv assay. The customer indicated in the months of (B)(6) 2014 there was a total of (B)(6) respectively per month) which were (B)(6) using the prism hcv assay and were (B)(6) when tested by the ilex method. There has been no impact to patient management reported. No specific patient data was provided.